Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #3 it was verified its non- osseointegration. A 30 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii and bone graft was executed.